Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator paddles wouldn't work; the paddles ECG waveform was reported to be abnormal. There was no patient involvement.